Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hand control failed due to a damaged flex circuit. It was determined that the flex circuit was corroded and the encasement was split. Therefore, the reported condition was confirmed. It was determined that this was indicative of immersion / sterilization procedures not being followed properly. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from that the motor device would not work. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was reported that the device was used with a hand control that worked successfully with another identical device. It was not reported if there were any delays in a scheduled surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly